Event description:
The customer reported that the telemetry device has a speaker malfunction error message and no tone. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction error message and no tone. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.